Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture during routine check. It was noted that the patient was not pacer dependent. Sensing and impedance measurements were stable and x-ray showed no movement in lead position. Micro-dislodgement was suspected. The lead was repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.